Event description:
The facility reported to largo customer service, a pump with failure code 500. This event occurred during biomed testing. There was no reported pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 500 was confirmed as failure code 500:320:654:0000 during product evaluation. This condition was caused by a faulty pump head module keypad. The pump head module was therefore replaced. This issue is currently being investigated.